Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic pacemaker dependent patient presented in clinic for follow-up, non-sustained rv oversensing episodes were observed. There was inhibition of stimulation in these episodes. Device will be reprogrammed. Patient's condition was fine.